Event description:
It was reported that the user experienced hyperglycemia after dinner while using the ilet with a 6 mm steel contact/detach infusion set, prompting multiple infusion set and site changes and a call to support; troubleshooting and education were provided, including guidance on insulin absorption timing and monitoring. Symptoms included elevated blood glucose with readings up to ¿high¿ and a measured value of 391 mg/dl, without reports of ketones, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included prolonged high glucose above 180 mg/dl for approximately 2.5 hours with device alerts, no use of backup therapy, and no medical intervention. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded that the event was non-serious, with cause not determined, and that continued monitoring was advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.